Manufacturer narrative:
The reported complaint was not confirmed. During laboratory analysis, the product surveillance technician (pst) observed no errors or failures. Blood loop testing was performed for oxygen saturation (so2) inaccuracies on both the 1/2" and 1/4" cuvette sizes and the monitor met specifications with no inaccuracies observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for extracorporeal membrane oxygenation (ECMO), the blood parameter monitor (bpm) was not working. There were venous oxygen saturation (svo2) inaccuracies along with hematocrit (hct) and hemoglobin (hgb) "high" messages. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 08/10/2015: according to ECMO manager, during a veno-venous (v-v) ECMO case, using a dual lumen cannula, for a seven week old infant female, the svo2, was inaccurate and there was a "high" values message and dashes in place of numeric values for both the hct and hgb on their bpm unit. The svo2 was reading between 93 and 100%, where the laboratory measured values were 72, 59, 70, 76, and 79%. During the time the device was on the patient, the hgb values were 10.6 - 13.0 and the hct values were 32.7 - 38.6. The bpm was gas calibrated and passed all start-up testing prior to use. The emco manager also confirmed that an in-vivo calibrations were done. As a result of the inaccurate data on the bpm, the users obtained more frequent blood gases. In this case, they chose to draw five blood gases where they would have otherwise drawn two if the bpm values were accurate. They ultimately opted to change out the unit for a back-up. The case was completed successfully, without delay and without associated blood loss. There has been no harm observed.